Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body, the identification tag was buckled and showed signs or movement, surface abrasions were noted approximately 26 millimeters from the terminal pin, a slightly stretched shock coil was observed, dried blood/body fluid was noted in the lead insulation, and tissue also observed on the shock coil. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas the sense a conductor approximately 51-54 millimeters from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fracture resulted in the observed noise and oversensing.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of several untreated episodes. Additionally, the smartpass feature was noted to have disabled several times due to low signal amplitude measurements. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with patient isometrics and pocket manipulations. Noise was also observed when the patient was at rest. An electrode fracture was suspected, however, was not confirmed. The device was programmed off to prevent delivery of inappropriate shock therapy, and a revision procedure was planned. Surgical intervention was undertaken six days later. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of several untreated episodes. Additionally, the smartpass feature was noted to have disabled several times due to low signal amplitude measurements. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with patient isometrics and pocket manipulations. Noise was also observed when the patient was at rest. An electrode fracture was suspected, however, was not confirmed. The device was programmed off to prevent delivery of inappropriate shock therapy, and a revision procedure was planned. Surgical intervention was undertaken six days later. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.